Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 1 discordant flu result. Customer states the result was initially flu b positive but when sent for confirmation testing the result returned positive for flu a. Symptomatic status of patient is unknown. No further confirmation testing was performed.